Manufacturer narrative:
Visual inspections were performed on the returned device. The reported suture break was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of hematoma is listed in the perclose proglide instructions for use as a known adverse event associated with use of suture mediated closure devices. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous coronary intervention. Reportedly, after plunger deployment and device removal, it was noted the suture tore off while under the skin. An attempt was made to "dig out" the suture; however, access site was bleeding too much. Manual compression was used. The suture was eventually teased. A hematoma developed. Additional manual compression treated the hematoma and achieved hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.